Event description:
The pump was returned for service. Failure code 550:320 was found in the device's event history during service. The facility's biomed stated there was no report of pt injury or medical intervention as a result of this failure. It is not known if the device was in use when the failure occurred. Info regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device was not available.